Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer stating that both eyes became red and inflamed after using the solution. The consumer discontinued use of the first bottle and sought medical attention and was diagnosed with conjunctivital infection, slight cornea scratch and watery drainage of the right eye. On unknown date the consumer underwent fluorescein exam and a one millimeter uptake of dye in the three o'clock position at the outer edge of the iris was noted. The consumer was prescribed ofloxacin ophthalmic solution at a frequency of four drops daily for a duration of seven days for treatment of abrasion of right cornea and to prevent further infection. The current condition of consumer eye was resolved at the time of this report. No other additional information has been requested.